Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred and the customer received a power source alert. Subsequently, the pump indicated a data log corruption. Customer¿s blood glucose value was 152 mg/dl. Customer declined a follow-up from tandem technical support to confirm if an alternate method of insulin therapy was obtained.